Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). Shortly after patient was placed on cardiohelp support, the venous pressure reading was wildly fluctuating between -300 to +100. The cardiohelp was exchanged. Issue occurred during a patient treatment. It was reported,there was no risk for the patient.

Manufacturer narrative:
(B)(4). According to the service order #(B)(4): the service technician performed restore and final testing in our (B)(4) depot. Performed a (2) year system restore, complete pm and calibration and 2 year e-drive service, performed functional tests and electrical safety tests as per the service manual. All tests passed. As the service technician confirmed, the error was not reproducible and no spare parts were used. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).